Event description:
The patient experienced stimulation in the wrong location. X-ray confirmed a slight migration of the lead. All pairs involving electrodes 0 or 1 had impedance greater than 3,600 ohms though the patient was still able to feel stimulation. The system was successfully reprogrammed avoiding those two contacts and the patient was pleased with the stimulation.

Manufacturer narrative:
(B)(4).